Event description:
The customer contacted physio-control to report that their device would not power on. They also reported that the energy select dial on the sternum pad of the defibrillation hard paddles assembly was missing. During device evaluation, it was observed that the device did power on, but a defibrillation shock could not be delivered with the hard paddles. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure of the device not powering on. It was observed that the device would power on with no discrepancies. Physio-control did verify that the energy select dial had broken off from the sternum pad and that the device would not deliver a defibrillation shock through the hard paddles assembly. Following evaluation, the device was returned to the customer for use, and the customer was advised to purchase a new defibrillation hard paddles assembly.